Manufacturer narrative:
Section a patient information was not provided by the customer. The application support specialist worked with the customer but was not able to identify an instrument malfunction. The issue only occurred with a specific batch of samples. The customer did not call back to report a recurrence of this event. Bec internal identifier case: (B)(4).

Event description:
The customer reported discrepant cd4 counts on the aquios cl. Results were reviewed and not released out of the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.